Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) displayed fault code 29 (loss of brake connectivity) was confirmed during functional testing and in the archive data review. The root cause of the fault code 29 was the defective drivetrain motor due to a defective component. Upon visual inspection, it was noted that the load plate cover was defective with a hole, affecting the watertight seal, unrelated to the reported complaint. This type of physical damage is characteristic of user mishandling. The load plate cover needs to be replaced to address the issue. A review of the archive showed multiple fault code 29 (loss of brake connectivity) error messages; thus, confirming the customer's reported complaint. During functional testing, the autopulse platform stopped after performing a few compressions due to the fault code 29 (loss of brake connectivity); thus, confirming the customer's reported complaint. Investigation revealed that the cable connecting the drivetrain motor to the power distribution board had become internally damaged. The drivetrain motor assembly will be replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the system error. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue will be resolved by replacing the drivetrain motor assembly including the clutch. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (s/n (B)(4)) displayed fault code 29 (loss of brake connectivity). No consequences or impact to the patient.